Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6)2024. The leakage was from the quick release (qr). The infusion set was in use for one day. The blood glucose level was 288 mg/dl and the patient was treated with correction bolus. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.